Event description:
(B)(4). The dealer reported that the prox4s mechanical wheelchair left front footrest support tube would not lock in straight position, affecting the front riggings, and causing the unit to only move to the sides. There was no patient injury reported.